Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was successfully delivered which accelerated the rhythm to the ventricular fibrillation (vf) zone. A single shock successfully converted the arrhythmia. This crt-d remains in service. No additional adverse patient effects were reported.